Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned device shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. One electrode, center, has been forcefully bent and broken. The wand is bent. Bio debris is present. The device was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation intermittently. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include 1) the wire broke inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft 3) excessive force. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a tonsillectomy + adenoidectomy, the energy of the evac 70 xtra wand gradually weakens, making it unable to cut tissue. The procedure was completed with a smith and nephew back up device. There was no delay and no further complications were reported.